Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-13026. The pt reported feeling pocket heating during charging. The pt also stated his normal pain has increased and wants the scs system removed. A sjm clinical specialist provided the pt with the recommendations to address heating during charging including charging for shorter intervals of time.

Manufacturer narrative:
This charger model was associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.